Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's body temperature was displayed on the monitor higher than the temperature measured with other device, and not displayed correctly. The device was no longer used.

Event description:
It was reported that the patient's body temperature was displayed on the monitor higher than the temperature measured with other device, and not displayed correctly. The device was no longer used.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found the returned sample met specification. Observed reading, as usual on the returned sample. Dissected the catheter and found the wire was in good condition. The exact time of how and when the problem occurred could not be determined. However, there are in-process controls designed to minimize defects from getting into the field that include a 100% of continuity test and 100% of criticore test performed by the operator. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿1) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 2) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 3) do not wet the lead wire and the junction with extension cable. 4) this device is compatible only with monitors requiring ysi 400-series type temperature probes."